Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates occurred after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with 460 units, and on multiple occasions, the insulin gauge displayed the cartridge had approximately 100 units remaining. Subsequently, multiple, intermittent minimum fill messages occurred. In addition, the customer experienced resistance when attempting to fill multiple cartridges with insulin. There was no reported impact to the customer's blood glucose level for the past issues; however, at the time of the reported event, the customer's blood glucose level was 252 mg/dl. At the time of the call, the customer declined to load a new cartridge.